Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a permanent electrical stimulator implanted on (B)(6) 2010. On (B)(6) 2010, the patient had a routine follow-up and reported exposure to multiple airport and prison weapon detectors over the previous two weeks. The patient reported that security personnel had ignored her device, and her nausea symptoms were at baseline. Interrogation showed one impedance below 800 ohms. All other measures were within normal limits. The patient returned to the clinic on (B)(6) 2011. Nausea had worsened with an increase in vomiting. Impedance was measured at 716 ohms. Cycling was increased from 0.1 to 1 second on and 5 to 4 seconds off. A follow-up on (B)(6) 2011 showed reduced nausea and vomiting, but increased epigastric pain. An esophagogastroduodenoscopy showed nonspecific gastritis, which was treated conservatively. Additional information has been requested, but was not available as of the date of this report.